Event description:
The customer called to report motor error alarms and blood glucose levels over 600 mg/dl. The customer also reported that the end cap sticker broke off during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor drive support disk. The motor functioned properly. No damage was found on the motor. The insulin pump had a missing end cap sticker. Unable to perform the occlusion and basic occlusion tests due to the alarm.